Event description:
It was reported that the ilet bionic pancreas was dropped, resulting in a cracked touchscreen that rendered the device unusable; the event involved a device fracture affecting the touchscreen and there were no alerts or alarms, and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage, characterized as a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.